Event description:
The physician successfully implanted a resolute integrity drug-eluting stent in a patient. Post use, it was noted that the product was used four days beyond its use by date. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: failure to follow instructions (IFU instructs the user to use before ubd); no results available since no evaluation performed (device or procedural images not provided for review). Conclusions: user error contributed to event (IFU instructs the user to use before ubd).